Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate relief. It was also noted that the patient has not used the device for an extended period of time. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well post-operatively. The explanted device components will not be returned.